Manufacturer narrative:
Reporter is a j&j employee. Product code: 08.501.001.01s, lot number: 27p8569, manufacturing site: (B)(4), release to warehouse date: february 20, 2020, expiry date: january 1, 2025. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample (single pack) revealed that sternal zipfix with needle sterile was observed cut at proximal end near the locking part. A dimensional inspection for the sternal zipfix with needle sterile was unable to be performed due to due to post-manufacturing damage. A functional test was performed and the locking part was sliding two ways on zip without locking at any point in both directions. The complaint condition was able to be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the sternal zipfix with needle sterile would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the product would not lock. There was no patient consequence. This report involves one (1) sternal zipfix with needle sterile. This is report 1 of 1 for (B)(4).